Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. The metal band was reportedly moving near the cutting wire during the papillotomy (the metal band should be attached to the catheter and does not move). Another device was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. A review of fusion omni-tomes located in finished goods inventory was conducted. One device from various lots was subjected to an inspection as a part of this investigation. A total of seventeen (17) sphincterotomes were tested. A visual inspection was performed to confirm the smoothness of the bands. A manual verification was performed to ensure the security of the bands. The breakthrough channel of each sphincterotome was utilized with a wire guide to ensure proper functionality. All seventeen (17) sphincterotomes inspected functioned appropriately and the bands did not become loose from the catheter when the breakthrough channel was utilized with a wire guide. After review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user to introduce the wire guide into the wire control port and advance into duct of choice. At this time, the user separates the wire guide from the wire guide lumen in the sphincterotome catheter. This is performed by utilizing the breakthrough channel and begins at the proximal end of the sphincterotome moving towards the distal end. To withdraw the sphincterotome from the endoscope, the user pulls back on the catheter while the wire guide is locked in place. This allows the wire guide lumen of the sphincterotome catheter to separate from the wire guide until the metal band is visible at the wire guide locking device and resistance is felt. When the metal band is visible at the wire guide locking device and resistance is felt, this alerts the user that the withdrawal of the catheter is nearing completion. At this time, the instructions for use direct the user to unlock the wire guide, completely remove the sphincterotome from the wire guide and re-lock the wire guide. If pulling back on the sphincterotome continues when resistance at the band is encountered, this can contribute to band separation from the catheter. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a functional test to ensure device integrity. This test includes a manual verification to ensure the security of the band. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.